Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing low blood glucose (bg) level symptoms. Reportedly, the cause of the low bg level was unknown. The customer stated that she felt "incoherent" and her husband took her to the emergency room (ER). Prior to going to the ER, the customer had eaten glucose tabs and carbohydrates; however, her bg level was still not going up. By the time she arrived at the ER, her bg level was high due to overcorrection with carbohydrates. Reportedly, the customer's bg level was in the 400 (mg/dl) range. The customer stated she "thinks they gave her a manual injection of insulin" to address her elevated bg level. The customer was in the ER for around 5-6 hours. It was reported that the customer does not remember her bg level when she left the ER; however, the customer stated she was doing "ok/better".

Manufacturer narrative:
Low bg levels were not confirmed on (B)(6) 2017, or the days surrounding. The user made one bolus request on (B)(6) 2017. Alarm 8 (out of insulin) annunciated and then cartridge change sequence was completed. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
Uncheck other serious (important medical events), check required intervention to prevent permanent impairment/damage (devices).